Event description:
Reporter indicated that she had experienced and increase in seizures since her vns generator was replaced on (B)(6) 2011. The vns was turned on at the surgery. An implant card received to the manufacturer indicated that vns diagnostics were "ok" at the vns implant surgery on (B)(6) 2011. All attempts to the reporter's treating neurologist for further information have been unsuccessful to date.